Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. It was noted that the right atrial lead exhibited loss of capture, p-wave amplitude variation, and low pacing impedance. Programming changes were made on the new device. The patient was in stable condition.